Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that her blood glucose (bg) levels have been steadily rising since september. In september she had several x-rays on her stomach and chest for gastroparesis, and she brought pump in with her for all x-rays. On (B)(6) 2013, she was admitted to hospital with a bg of 1,000mg/dl. Patient was vomiting and had an electrolyte imbalance. She was treated with was given "fluids with electrolytes" and IV insulin. When she later resumed pump therapy, her bg began to rise again. Her health care provider recommends that the pump be replaced. This complaint is being reported because a patient on pump therapy experienced hyperglycemia, potentially related to the use error of exposing the pump to x-rays.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Use error of should be considered, as the patient exposed the pump to x-rays.